Manufacturer narrative:
Investigation results: visual investigation of the received shunt assistant indicated no deformations present, although there were some scratches present. Permeability testing was conducted at hydrostatic pressure difference of approximately 20-30 cmh20 in the flow direction. The valve was found to be permeable. Adjustment testing is not applicable, this valve has a fixed pressure setting. Brake force and brake function testing is not applicable, this valve has no brake. The valve was tested using computer controlled testing apparatus. The valve was tested by simulating liquid flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in a vertical position (per iso 7197). Test results indicate the valve has overdrainage, not underdrainage as the complaint reported. The valve was opened to investigate the possibility of the presence of natural cerebrospinal substances (protein, blood or tissue particles). Deposits were present. No action is required, the reported issue is a known and unchanging risk of hydrocephalus therapy with shunt implants.

Event description:
Additional information related to original report: 3004721439-2017-00018 - reported to document the 28aug2017 valve setting change. 3004721439-2017-00019 - reported to document the 25oct2017 valve setting change. 3004721439-2017-00020 - reported to document the (B)(6) 2017 revision surgery.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: deviec not returned.

Event description:
Country of complaint : (B)(6). Under-drainage was caused, therefore, the products were removed and competitor's product was implanted as the replacement. Primary surgery was done (B)(6) 2017 with 10cmh2o. (B)(6) 2017, slit was caused and value changed to 18cmh2o. The patient condition had been stable for about two months after the value change. On (B)(6) 2017, ventricular enlargement and headache were caused and the value changed to 10cmh2o again. On (B)(6) 2017, the slit was caused again. The value changed to 18cmh2o and 14cmh2o due to headache. However, the patient condition improvement was not seen. All med watch submissions related to this report are: 3004721439-2017-00018, 3004721439-2017-00019, 3004721439-2017-00020.